Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a physician via psr (product surveillance registry) regarding a patient receiving dilaudid (3.0 mg/ml at 2.5578 mg/day) and bupivacaine (30 mg/ml at 25.578 mg/day) via an implantable infusion pump. The indication for use was noted as malignant pain and pancreatic cancer. It was reported the patient experienced increased pain secondary to a low pump reservoir secondary to patient non-compliance. As a result, the pump was refilled and a therapeutic bolus was administered on (B)(6) 2015. On (B)(6) 2015, the patient reported increased pain and the device was interrogated, finding the low reservoir alarm occurred. The event resolved without sequelae on (B)(6) 2015. If additional information is received, the event will be updated.